Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 valve in the aortic position via right transfemoral approach, the first 16fr esheath+ must have kinked within the external iliac artery, which caused the 29mm sapien 3 valve to get stuck. Force was applied at a moderate level, which may have led to a valve strut being bent. The valve and delivery system punctured through the side of the esheath+ which caused the vessel to be ripped/ dissected. A dissection and bleeding occurred, which required a blood transfusion and surgical cutdown. The surgeon performed a cutdown to access and remove the wasted valve as there was difficulty removing the devices as they were stuck within the external iliac artery. Following the cutdown, the team exchanged the esheath+ out for a gore dry seal sheath, a new commander delivery system and a new 29mm sapien 3 which were used and implanted successfully. Following valve deployment, a cutdown was performed to repair the vessel dissection with a combination of covered stents. The patient was in stable condition. Per the pre-decontamination findings on the returned esheath+, a liner strand was also found. Additional information received from the fcs note that the patient expired. The patient expired 8 days post successful implant, after getting denied dialysis because of their tracheostomy and being intubated. According to the medical records received, the patient presented to the hospital for a planned transcatheter aortic valve replacement (tavr) which was complicated by an iliac artery perforation requiring stent grafting from the external iliac to the right superficial femoral artery (sfa). Significant blood loss occurred requiring 8 units of packed red blood cells. The patient then developed renal acute failure due to contrast-induced nephropathy and acute tubular necrosis in the setting of hemorrhagic shock and was placed on continuous dialysis. The patient was placed on a ventilator during the procedure and was unable to be weaned off. The patient was also on multiple vasopressors which were slowly weaned as the patient's condition started to improve. However, on the day the patient expired, they became less responsive, were not following commands, and had fixed pupils. They were hypotensive requiring more pressor support and were tachycardic with atrial fibrillation. The plan was to get a computed tomography angiography (cta) of the head but the patient was too unstable. With the significant change in mental status, worsening liver failure, and increase in pressor support, the family decided to withdraw support and the patient passed away peacefully.

Manufacturer narrative:
A supplemental MDR is being submitted for medical records being received. The following sections have been added: b2, b4, b5, b7, g3, g6, h1, h2, h6, h11.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 valve in the aortic position via right transfemoral approach, the first 16fr esheath+ must have kinked within the external iliac artery, which caused the 29mm sapien 3 valve to get stuck. Force was applied at a moderate level, which may have led to a valve strut being bent. The valve and delivery system punctured through the side of the esheath+ which caused the vessel to be ripped/ dissected. A dissection and bleeding occurred, which required a blood transfusion and surgical cutdown. The surgeon performed a cutdown to access and remove the wasted valve as there was difficulty removing the devices as they were stuck within the external iliac artery. Following the cutdown, the team exchanged the esheath+ out for a gore dry seal sheath, a new commander delivery system and a new 29mm sapien 3 which were used and implanted successfully. Following valve deployment, a cutdown was performed to repair the vessel dissection with a combination of covered stents. The patient was in stable condition. Per the pre-decontamination findings on the returned esheath+, a liner strand was also found. Additional information received from the fcs note that the patient expired. The patient expired 8 days post successful implant, after getting denied dialysis because of their tracheostomy and being intubated. Further medical records and information to clarify the patient's cause of death were requested but not yet provided. At the time of this report, the information available does not suggest there was a malfunction of the edwards device or that the use or misuse of the device caused or contributed to the patient's death.

Manufacturer narrative:
The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, a visual evaluation was performed. Due to the nature of the complaint, no functional or dimensional testing were performed. The returned device was visually examined for any abnormalities and the following was observed: crimped valve: crimped valve exposed through sheath liner. Two (2) bent struts at the outflow side. Post-expanded valve: bent struts were corrected. Leaflets wrinkled and dehydrated due to storage conditions (prolonged crimping) during the return handling process. Imagery was provided by the site and revealed the following: patient's right access vessel had presence of calcification and tortuosity. The s3/ s3u/ s3ur thv with commander delivery system IFU was reviewed. Precautions include, 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications. As compared to sapien 3, system advancement force may be higher with the use of sapien 3 ultra/sapien 3 ultra resilia thv in tortuous/challenging vessel anatomies' and 'access characteristics that would preclude safe placement of the edwards sheath, such as severe obstructive calcification or severe tortuosity'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for frame damage was confirmed based on returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. The patient's access vessel had presence of calcification and tortuosity as observed in 3mensio imaging evaluation, which can create a challenging pathway during delivery system advancement and contribute to resistance. Also, it was reported that the sheath may have been kinked, also leading to increased resistance during insertion. To overcome this resistance due to the challenging anatomy and potentially kinked sheath, additional force was likely applied, which may have caused the valve frame to interact and punctured the sheath shaft. As reported, the valve frame may potentially bend at the inflow side. In addition, retrieving the delivery system and valve through the sheath likely required additional manipulation. While this may have corrected the initial bent strut on the inflow side, the difficulty of pulling the crimped valve through the torn sheath likely caused the observed damage to the outflow side. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (kinked sheath, high push force, excessive manipulation to retrieve valve through sheath) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 valve in the aortic position via right transfemoral approach, the first 16fr esheath+ must have kinked within the external iliac artery, which caused the 29mm sapien 3 valve to get stuck. Force was applied at a moderate level, which may have led to a valve strut being bent. The valve and delivery system punctured through the side of the esheath+ which caused the vessel to be ripped/ dissected. A dissection and bleeding occurred, which required a blood transfusion and surgical cutdown. The surgeon performed a cutdown to access and remove the wasted valve as there was difficulty removing the devices as they were stuck within the external iliac artery. Following the cutdown, the team exchanged the esheath+ out for a gore dry seal sheath, a new commander delivery system and a new 29mm sapien 3 which were used and implanted successfully. Following valve deployment, a cutdown was performed to repair the vessel dissection with a combination of covered stents. The patient was in stable condition.